Event description:
Additional event information states that the pump was discarded by the facility. It was the 5.5 that couldn¿t be placed due to patient¿s anatomy. Cp went in successfully.

Manufacturer narrative:
Hemodynamic instability : the cause of the injury was not determined due to insufficient clinical details. Failure to advance : the cause of the delivery issue was determined to be patient condition per clinical information that the pump was unable to cross due to patient anatomy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella 5.5 was inserted via the right axillary artery in an 86-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock, scai stage c. The patient had a known history of coronary artery disease and required inotropic and vasopressor support for hemodynamic management. During the procedure, advancement of the impella 5.5 across the aortic valve was unsuccessful due to the patient¿s anatomy. The device was subsequently removed, and an impella cp was placed for continued mechanical circulatory support. The patient experienced hemodynamic instability temporally associated with the inability to advance the impella 5.5 and the need for device exchange. The instability occurred in the context of acute myocardial infarction, underlying cardiogenic shock, and critical illness requiring vasoactive support. After a comprehensive review of the available information, the reported hemodynamic instability is consistent with the patient¿s underlying cardiogenic shock and critical clinical condition during attempted device placement and exchange. The patient survived.